Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-lease specifications.

Manufacturer narrative:
Review of the event determined this event was previously reported in medwatch report # 2017233-2014-00181.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a thoracic aneurysm. The left subclavian was intentionally covered with a stent due to a strong right vertebral artery. During the procedure the patient had additional open surgery to treat an abdominal aneurysm. After the procedure the patient awoke with a delay and needed ventilation. On (B)(6) 2014, a secondary intervention was done due to groin occlusion. The patient needed resuscitation twice. A quadriparesis was reported later. A spinal drain and bypass of the left subclavian artery to the carotid artery were performed. On (B)(6), a mesenteric ischemia was observed, the patient is still on the intensive unit.